Event description:
A (B)(6) female went to the operation room for a tracheostomy due to severe covid and respiratory failure. During trach placement, the tracheostomy was placed and the tracheostomy was noted to be down after inflation and concern for a damaged cuff. Given that the cuff was torn the patient was re-intubated with endotracheal tube (ett) that was still in upper trachea and the tracheostomy was removed. The patient then recovered as she had very poor pulmonary reserve and a new tracheostomy was placed. This cuff was checked prior to placement but again was torn following placement. The patient's spo2 remained 95% and a new tracheostomy was prepared to be placed. When awaiting a new tracheostomy she was noted to lose her spo2 and go into ventricular fibrillation. The ett was again placed and the tracheostomy with broken cuff removed. Acls commenced and patient underwent multiple rounds of CPR. After CPR was commenced last time, the patient then began to have massive hemoptysis from her ett with inability to ventilate. Resuscitative efforts ceased after discussion with the team.